Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon was broken. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was severely tortuous and moderately calcified with 80-90% stenosis. The balloon ruptured during sixth inflation at 30 atmospheres for 50 seconds and was completely removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 6.0 x80, 40cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 9mm distal of the proximal markerband and extending approximately 63mm distally across the balloon material. No other issues were identified with the balloon material. The rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues or damage to the tip of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon was broken. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon was broken. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was severely tortuous and moderately calcified with 80-90% stenosis. The balloon ruptured during sixth inflation at 30 atmospheres for 50 seconds and was completely removed from the patient's body.